Event description:
It was reported that the collar was fractured. The stenosed target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. Upon introduction, it was noted that the collar was fractured, and the device was then simply pulled out from the patient's body. It was confirmed that there were no device fragments left inside the patient's body. The procedure was completed with another of the same device. There were no complications reported and patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed kinks in the hypotube located 2cm, 46cm, and 50cm from the collar. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the collar was fractured. The stenosed target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. Upon introduction, it was noted that the collar was fractured, and the device was then simply pulled out from the patient's body. It was confirmed that there were no device fragments left inside the patient's body. The procedure was completed with another of the same device. There were no complications reported and patient was stable.